Event description:
Patient has an infection and implant needs to be removed and replaced.

Manufacturer narrative:
Device met specifications. Infection caused by patient condition. Device not returned.